Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient's scs ipg would not connect to the patient controller (pc). Reportedly, the issue began after the patient underwent a shoulder surgical procedure. The ipg was not set into surgery mode and electrocautery was used during the shoulder surgery. A company representative met with the patient but was unable to connect to the ipg using the clinician programmer (cp). Troubleshooting was unable to resolve the issue as the message "a problem was found that cannot be repaired" was displayed on the cp. Surgical intervention may be taken to replace the patient's scs ipg.

Event description:
Follow up information received identified the patient's scs ipg was replaced. Effective stimulation therapy was restored postoperatively.